Event description:
As reported, patient had adhesive obstruction in postoperative period after using capsure fixation device.

Manufacturer narrative:
As reported, patient had adhesive obstruction in postoperative period after using capsure fixation device. Based on the information provided, no conclusion can be made as to the degree to which the device may be causing or contributing the patient¿s reported symptoms. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.